Event description:
Morbidly obese female had spinal fusion earlier this year after diagnosis of osteomyelitis; and a pathological fracture at t7 resulting in paraplegia. At the time of fusion bone was noted to be osteoporotic. She then developed a post-op wound infection and pulmonary embolus (patient remained bed bound). CT scan revealed loosening of thoracic screws and rods. Thoracic spine wound exploration done, all 8 of the locking caps on the pedicle screws were noted to be loosened. The rod on the right side had completely pulled out of the superior pedicle screw. Suspect that the hardware loosening was due to micro movements related to a combination of obesity, immobility, osteoporosis and osteomyelitis.